Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 22:57:52. During night drain cycle four, the patient's ultrafiltration reading was 1541ml, indicating the patient drained 1541ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the iipv was confirmed through the review of the logs. The cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information becomes available, a follow-up report will be submitted.